Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery "shows to be dead until it is placed in a monitor with a ac power module. When removed it will show to be dead again (sic)."

Manufacturer narrative:
The manufacturer previously reported information that the battery shows to be dead until it is placed in a monitor with an ac power module. When removed it will show to be dead again. Additional information has been received as the device was returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.